Event description:
Patient attempted to assist nurse during discontinuation of IV by pulling back on tape and created skin tear. Tear approximately 3-4 cm. Cleansed and dressed with gauze; patient for discharge instructions for wound care given at discharge.